Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use with bd q-syte¿ needle-free connectors the septum was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: on 05-02-2023 when the nurse replaced the needle less closed infusion joint of the dividing diaphragm according to the doctor's advice, the dividing diaphragm was found to be invagination and deformation. The nurse immediately replaced the new needle less closed infusion joint of the dividing diaphragm, completed the operation, and reported to the material supply management department.

Event description:
It was reported that during use with bd q-syte¿ needle-free connectors the septum was discovered to be damaged. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 when the nurse replaced the needle less closed infusion joint of the dividing diaphragm according to the doctor's advice, the dividing diaphragm was found to be invagination and deformation. The nurse immediately replaced the new needle less closed infusion joint of the dividing diaphragm, completed the operation, and reported to the material supply management department.

Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.